Event description:
It was reported that during transport of a patient a battery issue occurred on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.

Event description:
N/a

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To resolve the issue the stm replaced the batteries per manufacturer specifications. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a battery issue occurred on the cs300 intra-aortic balloon pump (iabp). The customer stated that the unit will not run on batteries for more than one hour. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.